Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2, reference MFR report# 1627487-2018-03640 it was reported that patient had difficulty charging their ipg. As such, patient underwent a surgical procedure on (B)(6) 2018 and both ipgs were electively replaced with a non-rechargeable model.